Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you kindly confirm the lot number, please? Tjmhaz. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a strand was received for analysis. In the inspection of the open sample, the suture was partially dispensed. The sample was tested to verify the dispensability of the suture, and it was not possible, due to the suture being found hard to release from the tray by applying excessive force. No breakage suture was observed; however as per the returned conditions of the sample, no functional test was performed. Based on the information currently available, the indispensable suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One open sample with an unused needle-suture combination was received for analysis. In order to evaluate the condition of the returned sample the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. This product code z310h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/7/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you kindly confirm the lot number, please? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following information was received: lot number - tjmhaz - unknown if this is the correct lot number. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the sutures were broken during use. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.